Manufacturer narrative:
Analysis summary: analysis confirmed the stylus did not align with the cursor in all areas of the screen. The connection was reseated between the circuit board and display flex, and the stylus was calibrated. It was further noted that the disk drive was electrically out of specification and would not read disks, so it was replaced. The hard drive was reconfigured, the software was reloaded, and the device passed functional and systems tests. Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus did not work correctly. The programmer was returned for service. There was no patient involvement.